Event description:
An alarm 2 followed by an alarm 26 was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin use.